Event description:
A pharmacist reported that during the intraocular lens (iol) implant procedure, the lens remained stuck in the injector. The lens was partially inserted. The procedure was successfully completed using a company backup lens. There was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.